Manufacturer narrative:
Troubleshooting of the device with the customer identified a lack of maintenance that may have contributed to the AED not powering on. The customer initially reported that the AED had been stored in a soft carry case in a vehicle and had not been exposed to water. During further troubleshooting, the customer clarified that the device had been stored inside a zip-lock plastic bag and that the AED appeared damp, which is outside the intended environmental conditions for this device. The customer was advised to remove the AED from service.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.